Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited low pacing impedance. No interventions or changes were performed, as the recent remote transmissions showed that the pacing impedance had returned to normal ranges, and the physician decided to continue monitoring the rv lead. No patient consequences were reported.